Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/14/2015 with the following findings: there were multiple unexplainable pump reboot events observed in the pump's black box history. Moisture corrosion was observed inside the battery compartment. The pump was exercised for 24 hours using a test battery cap with no power interruptions occurring. A leak test was performed and no leaks were found. The pump case was removed and no intermittent conditions or moisture was found inside the pump or within the power circuit. The display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. The reporter stated that the battery compartment had evidence of moisture ingress. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.